Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported the patient was receiving effective therapy. The patient had seen a pain management physician that would perform surgery to correct the stimulator placement, but the patient was waiting for paperwork to be finished. The date of the surgery had not been scheduled at the time of the report.

Event description:
It was reported that on (B)(6) the patient was walking and heard a pop where their implantable neurostimulator (ins) was and started having a burning sensation. The patient went to the ER. The patient had their device checked with a clinician programmer and it showed there was a something wrong. The patient was going to have a manufacturer representative check their battery. The patient described that it was like the battery dropped and went further into the pocket. The patient had an x-ray taken the day prior to the report and was going in on the day of the report to get their results based on a full spine x-ray to check and see if the leads or anything moved. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient reported that the ins ¿felt like it sunk in further. I¿m definitely going to need the surgery.¿ it was reported the ins may have moved and they would need a revision surgery. It use to ¿protrude out¿ a little, but didn¿t anymore. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.